Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/18/2016 - phone, 11/18/2016 - phone, 11/22/2016 - email. A ge healthcare service representative provided remote technical support to the customer. Ge healthcare recommended to the hospital to replace the carrier board.

Event description:
The hospital reported that, during a case, the screen blanked out. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.